Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted cardioverter defibrillator (ICD) recorded false pacemaker mediated tachycardia episodes and noise over sensing at atrial tachy response episode that appears to be from the generator change procedure. The ICD remains implanted. No adverse patient effects were reported.